Manufacturer narrative:
(B)(4). Batch # unk. Date of event is unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a lobectomy procedure, the tissue pad fell off during use and it was retrieved. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the tissue pad damaged, melted, not all present, and a portion was returned in a plastic bag. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a gen11 and the device did activate during functional testing. When the device was disassembled to inspect the internal components, no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # r95205. The piece of the tissue pad had fallen into the patient and the piece was retrieved from the patient with the forceps via a trocar. No bleeding occurred.